Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with an unknown disposable, which resulted in peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as "the line broke and it was leaking and had it clamped". Subsequently the patient was then hospitalized for the event of peritonitis. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. Thirty one days later the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.